Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 99% stenosis in the distal right coronary artery (rca). The 2.0 x 15 mm minitrek balloon catheter was advanced pre-dilatation; however, the contrast was observed leaking from the balloon on the angiography during the first inflation of 14 atmospheres for 10 seconds. A new nc trek 2.5x15 was used to complete the procedure. After withdrawal, the balloon was water filled and dilatation was performed to confirm a pin hole rupture. There was no resistance during advancement or removing the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail jr4.0. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.